Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin (tni) on the triage profiler sob compared to the lab for one patient. Whole blood sample was taken. Patient sent directly to the hospital where lab draw was done and came back with negative tni. Specific lab result value was unknown. Patient had no active chest pains. No further details were available.